Manufacturer narrative:
Product complaint # (B)(4) investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
On (B)(6) 2016, the patient underwent a revision of patella, exchange of polyethylene insert, and removal of 1 screw and grinding down of the lateral condylar plate to prevent impingement due to loose patella with proud lateral condylar plate, and pain. The lateral condylar plate that had been used to repair the supracondylar fracture was impinging anterior to the flange of the femur because it was high riding. The patella was noted to be loose, no interface given. Depuy insert and patella were implanted along with competitor cement x1. On (B)(6) 2016, the patient underwent a revision, right total knee with lps tumor prosthesis, to address the preoperative diagnosis of nonunion of periprosthetic femur fracture, right distal femur and pain. Operative records note that the condylar plate was synthes. Depuy components along with competitor cement were used. On (B)(6) 2020, the patient underwent a revision of femoral component and polyethylene insert, right total knee due to painful right total knee with mechanical failure of the femoral component. Prior to surgery the patient was noted to have pain. The femoral component was noted to be grossly loose. The stem of the component had failed at the junction between the stem and the sleeve. Cables were used to secure episiotomy. Depuy components along with depuy cement x2 were used.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. H10 additional narrative: added: h6 (patient code), corrected: d4 (catalog).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : patient product x-ray images have been provided for review. No device associated with this report was received for examination. Provided images are jpeg files within patient medical records. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : no lot information available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Right knee revision event to address an unspecified periprosthetic bone fracture" on (B)(6) 2016. Date of implantation: unk/unk/1992. Date of revision #1: (B)(6) 2016 (insert, patella). This was capture in (B)(4). Date of revision #2: (B)(6) 2016 (femur, tibial base plate, insert. Date of revision #3: (B)(6) 2020. This was captured in (B)(4). (Right knee).